Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the 4 way valve not shifting. Additional malfunctions were valve operator stuck and hose clamps leaking.